Event description:
It was reported that the patient presented with their system controller alarming with the yellow diamond. Intermittent "connect power" alarms were noted. The patient's batteries were calibrated and their battery clips were exchanged. The alarms continued. The patient's controller was exchanged. The alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis, and a log file was submitted for review, and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 2 days ((B)(6) 2024, (B)(6) 2024 per timestamp). Events captured on (B)(6) 2024 took place at abbott. The driveline was disconnected on (B)(6) 2024 at 16:40:15 and the controller was shut down at 16:42:13. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and functional testing and was able to operate a pump with no alarms active. The reported atypical power cable disconnect alarms were unable to be reproduced during testing. The root cause of the reported event was unable to be conclusively determined through this investigation; however, fluid ingress may have contributed to the reported event. The reported event of atypical power cable disconnect alarms was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis, and a log file was submitted for review, and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 2 days ((B)(6) 2024, (B)(6) 2024 per timestamp). Events captured on (B)(6) 2024 took place at abbott. The driveline was disconnected on (B)(6) 2024 at 16:40:15 and the controller was shut down at 16:42:13. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and functional testing and was able to operate a pump with no alarms active. The reported atypical power cable disconnect alarms were unable to be reproduced during testing. The root cause of the reported event was unable to be conclusively determined through this investigation; however, fluid ingress may have contributed to the reported event. No further information was provided. The manufacturer is closing the file on this event.